Event description:
Consumer was using heating pad and fell asleep. When consumer awoke he felt discomfort on back. Consumer self treated for six weeks, then sought medical attention. Heating pad was tested and there were no defects. Pad operated properly. Misuse (sleeping) is determined cause.